Event description:
This lead required more than 60 turns to deploy/retract the screw during the initial implant. This lead was later found dislodged and the same issue was present. The physician placed a new rv lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed residuals of coagulated blood along the inner coil of the lead which was most likely introduced into the lumen as a result of stylets used during the mentioned replacement procedure. During the mechanical inspection a new stylet intended for use with the lead could be properly inserted into and advanced within the leads lumen. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. After removing tissue, the values of the parameters measured during the mechanical analysis of the fixation mechanism and the functionality of the helix were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.